Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (471 mg/dl). During troubleshooting with tandem technical support it was noted that there was no insulin observed coming from the end of the patient line. Customer was able to successfully change pump supplies. Customer delivered a bolus and manual injection to bring bg levels back to target range.